Event description:
Newborn undergoing cardiovascular surgery to repair tetralogy of fallot and pulmonary atresia. Bypass started at 0859 hrs. At 0929 hrs air was detected in arterial cannula from the tip of the cannula retrograde 36" in the arterial line. Line was clamped immediately. A transducer was changed at the time. A 14 french venous cannula was placed in the inferior vena cava and retrograde cerebral perfusion was established at 0929 hrs. The pressure of the cerebral perfusion was maintained at 30mm/hg. Cerebral perfusion was maintained until 0947 hours for total of 18 minutes at 20 degrees. The transducer has been sent for evaluation. The remainder of the operation was uneventful. Pt discharged in good condition. Inaccurate flows. Dissassembled the connector and found that the retaining lock on pin 10 was broken. Replaced the connector to repair the problem, but no corrective action is possible because co could not find a cause of why the retaining lock was broken off the contact. Unit was milled by the drawer doghouse to prevent the drawer wire from being pinched. A flow arrow and a cable label was added for better visual image. Unit was cleaned and final tested.